Manufacturer narrative:
(B)(4). Conclusion: the actual device and the reducer cap involved in this event were returned for evaluation. Upon examination of the reducer cap, it was determined that one of the four "protectors" was missing from the reducer cap. The reducer cap was then dismantled and it was confirmed that one of the protectors was missing. The device was also disassembled and examined and there were no abnormalities noted. Visual examination of the photographic image taken of the actual missing protector was performed. Although no direct conclusion can be made from the image, it can be discerned that some sort of grasping instrument may have contacted a region of the protector. Investigation of the event is in progress and additional information will be provided as it becomes available.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, while the surgeon was using a grasper through the device to pick up pieces of the uterus, a small plastic piece of the device fell into the abdomen. The surgeon used the grasper to successfully retrieve the piece with no adverse patient consequences. Investigation of this event is in progress and additional information will be provided as it becomes available.